Event description:
The pt has experienced intermittency with the device after sustaining a head trauma. Explantation/reimplantation surgery is yet to be scheduled. The healthcare professional has been informed that the explanted device should be returned to cochlear ltd.

Event description:
Na